Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a thoracic surgery, the device's jaws were locked. The surgeon tried to open them but couldn't. There was tissue between the jaws, so the surgeon broke them apart to release it. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2018. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.